Manufacturer narrative:
(B)(4). This report for a check patient line was not confirmed due to lack of sample. Based on the information gathered during baxter's investigation, the root cause of the report was not determined. The lot information was unknown; therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The nurse (rn) contacted baxter's technical service center regarding a check patient line alarm that occurred on the home choice (hc) machine during fill 1. The rn stated the patient line was full of air. The technical service representative (tsr) assisted the rn to end treatment to start over with new supplies. On (B)(6) 2011 product surveillance spoke with the rn who stated therapy resumed with new supplies. The rn stated the hp was currently in the hospital. Product surveillance contacted the peritoneal dialysis nurse (pdrn) who stated the hp was not in the hospital due to the reported incident nor due to pd therapy. No further information was provided.

Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.